Event description:
It was reported that the xience v stent was successfully implanted in the mid right coronary artery lesion by a cardiac fellow. A non-abbott embolic protection device (epd) was used distal to the lesion. During removal of the non-abbott epd, the epd was not pulled back completely and became entangled with the stent struts. A non-abbott balloon catheter was used to house and remove the epd and wire along with the implanted stent. After removal the stent appeared to be "mangled". There was no vessel damage. Another xience v stent was implanted to cover the index target lesion. Reportedly there was no malfunction of the xience v stent; the stent was pulled out of position during epd retrieval. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of found the stent implant was returned caught on a non-abbott embolic protection system. The entire length of the stent implant was mangled and the middle portion was stretched. Additionally, a broken strut was noted. This is consistent with how the stent was removed per the reported information. Since there was no report of any malfunction with the xience v stent delivery system (sds) and the stent implant was implanted successfully, this suggests a product quality deficiency with the xience v did not contribute to the reported difficulties. Another xience v stent was implanted to cover the index target lesion. Review of the device history record for this lot did not produce any findings relevant to this investigation. The reported complaint appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.